Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).

Event description:
It was reported that the haptic of the (B)(4) three piece silicone lens was damaged during loading, but it was not discovered until the surgeon was advancing the lens into the eye. The lens was removed without any patient injury. The reporter stated the incident was the result of loading error.

Manufacturer narrative:
Evaluation results:visual inspection of the returned product showed the lens was torn in half and a piece of the optic/haptic was torn off and missing. There was a clear surgial residue on the lens. (B)(4).